Event description:
It was reported that a technician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another device of the same lot number was used with the same result. A proglide from a different lot number was tried and a cuff miss occurred. Manual compression was used to achieve hemostasis. It was thought that the devices were held at a low angle (approximately 25 degrees) and that may have been the reason for the cuff misses. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (device held at low angle during deployment). The device was not returned for analysis. Without device evaluation, a cause for the reported cuff miss could not be determined. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, inability to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. It should be noted that the reported use of positioning of the proglide device in a 25 degree angle is not consistent with the instructions for use (IFU). The IFU states: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Based on the information available and the inspection criteria, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the device lot history record and a query of the complaint database was not performed as the lot number was not reported and the device was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2 perclose proglide devices are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.